Event description:
It was reported that a plum 360 was received in biomed with the following description: keep back priming non-stop even if the back prime button isn¿t depressed. No other functions are actually working. Was infusing adrenaline so the patient blood pressure dropped. The reporter also stated that they concluded an investigation in the biomed department and error e380 was found in the logs. They saw ¿¿shut device down and turn it back on¿¿ as suggested in the technical service manual for this specific error. That is what they ended up doing and it seems like it worked. The device has been pumping without any issues for the past three hours. The device has been reported to be stuck in what seemed to be an ongoing back priming sequence even though the button was not pressed. The event happened while the device was infusing adrenaline. There was patient involvement and delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional information - initial reporter phone: (B)(6).

Manufacturer narrative:
Customer complaint e380 is seen only in the history log. Unable to reproduce during testing. The device passes all relevant tests. As a preventive action, the driver printer wiring assembly (pwa) was replaced and the mech was re-calibrated during the repair. Additional information: d9 - product received date 9/12/2022.

Manufacturer narrative:
R&d reviewed the customer mednet logs with the following conclusion: "customer reported, with respect to plum 15.20.01.008, serial # (B)(6), that the device was experiencing ¿continuous back-purge without stopping. No other function works. Infused adrenaline so ta drop. The date of the incident was (B)(6) 2022.¿ also, that ¿e380 appears in the reports. The solution provided in the manual is "turn off and on again to reset it." To solve the problem "generic piston motor error" we did that and the pump seems to be working. It has been driving flawlessly for about 3 hours.¿ r&d engineering notes that the complaint ticket identified the incident date as (B)(6) 2022 while the captured information from the customer (as above) indicated (B)(6) 2022. Further, the above-copied customer report represents a google translation of the source report which was in canadian french. R&d engineering was provided, by the customer, a mednet event/alarm log (eal) report covering only the referenced date(B)(6) 2022). Engineering reviewed the eal report finding there was no reference to the specified medication (¿adrenaline¿). There were logged back-priming (08/19 @ 14:29 for 5 sec and 4 sec) as well as an n230 proximal air alarm; two n183 proximal occlusion on line b alarms; and an n250 door open while pumping alarm. There was no indication in the report of the device back-priming continuously without being commanded. Engineering did find that the last action in the eal report (aside from unplugging and powering off the pump) was an e380 plunger failure alarm as referenced by the complaint. Engineering provided extracts from pump cda logs but only for date ranges 07/24 to 07/27, 08/24 to 08/25, and 08/30 to 09/01 (all in 2022). As none of these covered either mentioned incident dates (08/19 or 08/29), these logs were not reviewed. Engineering evaluates that the complaint of continuous back-purge without stopping could not be confirmed. The complaint refers to an e380 alarm being confirmed but no data was found indicating the failure continued following the prescribed remedy of power cycling the device. This is consistent with the customer¿s report that the pump was ¿driving flawlessly¿ following the prescribed e380 corrective action of powering the device off and on." As a preventive action driver, printed wiring assembly (pwa) will be replaced and mech calibrated during the repair.